Event description:
It was reported that out of range, high and low, hv lead impedance measurements were observed. Lead was explanted and replaced. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.